Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the downstream and upstream sensors were contaminated and the latch lock was worn and rusty. The event history log confirmed error 1871 occurred. Functional testing was able to replicate the reported issue; found motor was locked. The most probable root cause was the motor locked. The motor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1871. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.